Event description:
It was reported to philips that the ac module was not charging the battery and the led light was flashing. There was no reported patient or user involvement and no adverse patient/user impact.